Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a ffr comet pressure wire. The tip, device shaft, sensor port and the coefficient values was examined for damage or any irregularities. The shaft showed 1 kink. The kink was approximately 124.5cm from the tip. There was also some slight peeling/scrapping of the coating in the area of the kink. The tip showed a bend/kink damage and also some stretching of the coils. The sensor port showed traces of blood. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may have an effect on signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation could be caused by wire damage, bad sensor or a cracked sensor face. This wire showed evidence of damage in the form of kinks; however, there is insufficient evidence to confirm the cause of no signal modulation. The coefficient was confirmed to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 10-nov-2017. It was reported that the signal loss occurred. The target lesion was located in the right coronary artery. A 185cm comet pressure guidewire was advanced to the target lesion. The connection signal started coming in and out and when reconnecting, the signal light on the link system first indicated a poor connection, then good connection, and finally no connection. The comet wire was replaced with another of the same device and it worked fine. There were no patient complications reported and the patient's condition is fine. However, returned device analysis revealed the coating had peeled.